Event description:
It was reported by service report that the fowler would drift down when weight is applied to it. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Eval result: fowler.